Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 77-year-old caucasian female patient underwent a primary breast reconstruction with two unspecified mentor gel prostheses and experienced bilateral ruptures post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On march 9, 2023, mentor confirmed the patient's correct catalog, lot, and serial numbers. Relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2023, mentor became aware the patient experienced bilateral capsular contracture, in addition, no rupture was experienced on the right side. On march 30, 2023, the mentor failure analysis lab received the device for evaluation. On april 12, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 10, 2023, mentor became aware the previously unspecified devices were 300cc mentor memorygel breast implants, catalog# 3503001bc. Since no lot number was provided, no manufacturing record evaluation review could be performed. An updated date of implant and confirmed date of explant were also received. Relevant fields have been updated. Section d6b, date of explant: (B)(6) 2023 manufacturer¿s reference number: (B)(4).